Event description:
In 2008, baxter was informed of a patient reaction involving a xenium dialyzer during patient therapy. The customer stated that the incident occurred one day prior. The patient was a female. The patient used a xenium 150 dialyzer (lot number not provided) as a dry pack for this 2008, treatment. The pt run sheet was requested. The dialyzer was primed with 1000cc of saline before recirculation (during set up). The recirculation prior to patient connection was approximately 30 minutes. The patient reaction started 1 to 2 minutes into the hemodialysis treatment. A bolus of heparin was given at the start of the hemodialysis treatment (bolus amount not provided). The patient had a rash and swelling which was followed by difficulty with breathing. The hemodialysis was stopped, the patient was given benadryl 50 mg intravenously (IV) and epinephrine 0.5cc 1 to 1000 intramuscularly (im). The patient was taken to the emergency room, but was not admitted. When the nurse was asked about the patient's medical history and medical condition, the nurse stated that she did not have the patient chart with her. She could not recall any medical conditions and stated that the patient was young. The nurse discussed the use of the xenium (single use) dialyzer. She stated that the patient was scheduled to run at 8am with a re-use dialyzer (gambro 24r) but did not come in until later in the day. The facility has a policy that once a re-use dialyzer is pre-processed it has to sit for eleven hours. Thus when the patient came in later in the day, the facility used a xenium 150 (single use) dialyzer as the patient's single use dialyzer; (gambro 24r) was already sent back for pre-processing. The nurse supervisor did not recall any previous use of a xenium dialyzer with this patient. Baxter asked the nurse supervisor to check the patient's history to see if this patient had used a xenium dialyzer before 2008. The facility is reviewing the procedure of letting the dialyzer sit for eleven hours after pre-processing as this is done after the dialyzer has been exposed to blood. On this date when the re-use (gambro 24r) dialyzer has been sent back to be pre-processed after the patient did not come in at 8am the dialyzer had not been exposed to blood as the patient did not dialyze at 8am. The facility is reviewing if the dialyzer can be used sooner than 11 hours if it had not been exposed to blood. The nurse supervisor stated that she believes that when patients who are normally reuse dialyzer patients such as this patient and they use single use dialyzers a patient reaction can occur. Cps asked if there were any other patients at the facility that had a patient reaction with baxter dialyzers. She sated that this was an isolated incident. This patient has no allergies. Customer discarded sample. A companion sample was requested, but the customer is unsure of the lot number and if a companion sample is available.